Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system as returned for analysis. A visual examination of the crimped stent found that proximal stent rows 1, 3 and 9 were damaged and stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-sep-2017. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Pre-dilation was performed using a 3.0x20 balloon catheter. A 4.00x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.